Manufacturer narrative:
The device with the lens was returned loose in the opened carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been advanced to mid-nozzle and has torn the optic material. The lens was in front of the plunger and advanced to the fill line. The trailing haptic was observed to be misfolded, looped across the front of the plunger and extended back along the right side of the plunger. The leading was extended into the tip and in an acceptable question mark shape. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation, indicated the product met release criteria. Viscoelastic was not provided. It is unknown, if the qualified product was used. The root cause cannot be determined, for the reported issue. The trailing haptic was observed to be misfolded, looped across the front of the plunger and extended back along the right side. The plunger has torn the optic material. The root cause for the misfolded trailing haptic cannot be determined. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high, lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. It is unknown, if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was defective and it failed injection. Additional information has been requested.